Event description:
It was reported that during the procedure, the catheter broke. Procedure was completed using another device. No clinical consequences were reported to the patient.

Event description:
It was reported that during the procedure, the catheter broke. Procedure was completed using another device. No clinical consequences were reported to the patient.

Manufacturer narrative:
Device evaluated by mfg and summary attached: updated. A device history record (DHR) review could not be performed because the lot number is unknown. Analysis of the device was noted to have blood both inside and outside of the catheter lumen. The catheter shaft was broken at approximately 25cm from the hub. Functional testing could not be performed due to the condition of the returned device. As per the information provided no anomalies were noted to the device prior to use. The nature of the break indicates that excessive force during removal of the device may have been a factor though this cannot be conclusively determined. This complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to the as reported catheter break.